Event description:
The sales rep (B)(6) reported on behalf of the customer that the product would be very difficult to clean. She added that the sterile services are refusing to sterilize it, they reported that it seems as if the product was leaking and that in the middle of the block there is a line which smells bad. No adverse consequences reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same event as: MFR # 2249697-2011-01728.